Event description:
It was reported that the spring clip broke apart during use. The surgery time was extended 10 to 15 minutes to search for the pieces. All parts of the clamp were found. No patient injury was reported.